Event description:
It was reported that the handpiece was getting hot during a procedure at the user facility. The procedure was completed using back-up equipment with no delay, medical intervention, or adverse consequences reported.

Event description:
It was reported that the handpiece was getting hot during a procedure at the user facility. The procedure was completed using back-up equipment with no delay, medical intervention, or adverse consequences reported.